Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced e006 error during a therapeutic holmium laser enucleation of the prostate (holep). The patient was under sedation. There was a reported delay of less than 30 minutes. No serious injuries/no adverse effects on the patient, delay in the procedure. The procedure was completed with another similar device.